Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a f/u medwatch. (B)(4).

Event description:
As reported (B)(6) 2012, a pt of unk gender and age presented for an endovenous laser treatment. During the procedure, the treating physician noted the laser fiber was cracked. The fiber did not fracture inside of the pt. The fiber was put aside "and a new" of the same device was used to successfully complete the procedure. There was no reported harm or injury to the pt. The reported failed device has been returned to the MFR for eval.